Event description:
Pt was admitted on 9-00 for diffuse abdominal pain, fever, chills, night sweats & vomiting. Low hematocrit was noted upon admission. CT-abdomen showed ascites (bloody) a possible area of liver necrosis. Paracentesis revealed frank blood in the fluid. The pt received 3 units of blood. The pt's hematocrit responded to this treatment. Radionuclide angiogram on the following day did not identify any site of active bleeding. No add'l blood products were needed and the pt was discharged 7 days later.